Event description:
It was further reported: first failed fiber joules used: 9,370. Second failed fiber joules used: 43,000. Third completed fiber joules used: 134,774. The fiber tips (caps) of second and third fibers were not cleaned during the procedure.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at bevel edge; the metal cap exhibits severe char on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported during bph procedure; first fiber was used for approximately 9k joules and fiber began to forward firing was noted. The fiber was exchanged and second fiber issue of "fiber went bad after and started forward firing" was reported. The procedure was completed using third fiber. Patient outcome: "no injury" to patient was reported. This event is for second failed fiber.